Manufacturer narrative:
Abbott field service (fs) investigated the issue on site. Fs discovered a leaking tubing and replaced the part. There have been no further reports of discrepant results since the tubing was replaced. A review of the alinity I sn# ai02522 service history was not able to identify or confirm any additional likely causes. A review of historical data revealed no trends, systemic issues, or related nonconformances associated with this ticket (erratic/discrepant results). A review of labelling adequately addresses sample results observed problems for erratic / discrepant results. Based on the investigation no product deficiency was identified for the alinity I (B)(4).

Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available. After further evaluation, the suspect medical device was changed from the alinity I total b-hcg reagent to the alinity I analyzer. MDR number 3005094123-2019-00372 was previously submitted for the reagent and all further information will be documented under this MDR number.

Event description:
The customer reported a false positive alinity I total b-hcg result on one patient. Results provided: (B)(6) 2019 sid n1v24083bs = 36.73 / < 2.30 / < 2.30 miu/ml. No impact to patient management was reported.